Manufacturer narrative:
Event summary: the patient data files confirm system notices (#(B)(6)) was received indicating that the refrigerant delivery path was obstructed, also multiple applications had temperature and low flow profile with the test catheters on the date of the event. The data files showed at least seven applications were performed with these catheters. In conclusion, the reported system issue received indicating that the refrigerant delivery path was obstructed and ¿flow and temperature¿ issues were confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, blood was detected in the coaxial umbilical cable. The case was aborted. It was additionally reported that during repair on the console, a system notice was received several times indicating that the refrigerant delivery path was obstructed. Additionally, ice formation was observed on the injection panel. The console was serviced as appropriate. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 05492, was returned and analyzed. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The balloon catheter failed the performance test due to an intermittent disconnection at the connector crimp which resulted in the catheter not being recognized. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information indicated that during the procedure, a system notice was received indicating that there was a problem with the refrigerant port as well as a system notice was received indicating blood in the catheter. The balloon catheter was replaced twice without resolve.